Manufacturer narrative:
H11. In the initial medwatch report filed on 06/19/1998, there was a line in section h10 that read as follows: "the perc tube connection to the lower housing of the lvad at the nipple has been redisigned, validated, submitted and approved by FDA on may 1, 1997 in p920014/506. This line should have read as follows: (corrected version) "...redesigned, validated and submitted to FDA on may 1, 1997 in p920014/506. P920014/506 was approved by FDA on may 22, 1997." No further info is available. The MFR is now closing its file on this event.

Event description:
On 5/23/1998, the MFR rec'd a call concerning a suspected air leak from the left ventricular assist device. The left ventricular assist device has loss of ejection which was corrected upon venting. Venting of the left ventricular assist device was required every 2 to 5 minutes. The left ventricular assist device drive console and interconnect cable were changed without effect. Possible sources of the air leak and actions to repair it were discussed. The pt was brought to the operating room and the air leak was confirmed where the perc tube connects to the left ventricular assist device. The surgeon repaired the leak by completely cutting off the leaking perc tube and reattaching another perc tube from a back up left ventricular assist device. The perc tube electrical leads were cut and not reattached. On 6/16/98, it was reported that the pt is using a portable pneumatic drive with the left ventricular assist device to take walks outside the hospital with a companion.